Event description:
Customer reported the system is displaying a software corruption error inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and calibration files. System operates as intended.